Event description:
It was reported that a pump "shuts itself down and turns itself back on." The customer stated that there was no pt involvement.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. The evaluation confirmed that while operating on power supplied from a battery module only, the device is able to power on without user input, enter sleep mode and shutdown without user input. It was identified that this is a result of back flex chaffing at 2 traces that come in contact to the right screw of the scanner bracket. A short between both traces occurs when both traces are simultaneously contacting the right screw of the scanner bracket. Further evaluation confirmed that the sequence of power on without user input, enter sleep mode and shutdown without user input, will only occur while the pump is in the off condition and powered by a battery module only. At this time, the date of event is unk.